Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. (B)(4).

Event description:
It was reported that during pretesting, it was observed that the attachment device would not lock. It was reported that there were no delays to the surgical procedure and a spare device was available for use. During service and evaluation, it was determined that the device had excessive noise, component damage, color band chipping/fading, and bearing damage. It was further determined that the device failed pre-test for visual and vibration assessments. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.